Event description:
This procedure was performed as part of a clinical study in (B)(6). The subject was admitted to the hospital for pta on stenosis of the left iliac artery and sfa. After a stent was placed in the left iliac artery and the treatment was success, endovascular therapy of the left sfa using the turbohawk and spiderfx was performed. On (B)(6) 2014 patient¿s abi was: right 0.88 / left 0.88. By ultrasound examination, the physician confirmed there was no stenosis of the treated lesion. On (B)(6) 2014, a 30 day follow up noted that the patient¿s abi were: right 1.02 / left 0.98. By ultrasound examination, the physician confirmed there was good blood flow. On (B)(6) 2015 (incident date of restenosis), there was a 180 day follow-up. The patient abi¿s were: right 0.70 / left 0.62. By ultrasound examination, the physician suspected there was restenosis. Then on (B)(6) 2015 the subject was admitted to the hospital for examination. On (B)(6), 2015, by angiography, the physician determined retreatment because there was restenosis of treated lesion. The retreatment was planned for (B)(6) 2015. The physician performed pta to the restenosis and confirmed good condition of the patient. Please reference MDR 2183870-2015-00122 for the turbohawk.

Manufacturer narrative:
Additional information received on july 27, 2015 indicates that the patient expired on (B)(6) 2015. The patient fell on (B)(6) 2015 and after resting in the hospital, returned home with her family. However, her family later took her to the hospital via ambulance. While in the emergency transport the patient was in a deep coma ((B)(6) coma scale of 300; patient does not respond at all or with change in respiratory rhythm). Because the patient had a cardiac resynchronization therapy pacemaker previously implanted the physician conducted a head CT. There was no bleeding or infarction area observed. However there was a calcified or occluded vessel at the basilar artery. Therefore she was admitted in a coma. At about 11 o'clock the bp range was 60-80, hr range of 70-80. At approximately 4:10pm bp was unmeasurable, with hr range of 20-30. Then at about 4:20 there was a flat wave shape on the ECG. At 4:56 pm death was confirmed. The adverse event was classified as a brainstem infarction.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4).